Event description:
A signal loss, alarm issue was reported with the adc application version 2.1.0.0.6714, in use with ax5 with android operating system version 9. Adc has identified that following the release of the freestyle librelink (fsll) application for android, v2.10.0, on 12-jul-2023 in the united kingdom and ireland, some users have experienced a situation in which the application upgrade was unsuccessful and during periods of signal loss, old glucose data would appear as current data, thus allowing for the potential of erroneous glucose results. In addition, the signal loss alarm would not function properly, even though it would appear as enabled. This issue was addressed in the field by adc fa1032-2023. This issue does not affect users in the united states. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported signal loss. Attempted to replicate the customer's complaint using similar configurations a5x, android 9, 21.0.0.6714 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss, alarm issue was reported with the adc application version 2.1.0.0.6714, in use with ax5 with android operating system version 9. Adc has identified that following the release of the freestyle librelink (fsll) application for android, v2.10.0, on 12-jul-2023 in the united kingdom and ireland, some users have experienced a situation in which the application upgrade was unsuccessful and during periods of signal loss, old glucose data would appear as current data, thus allowing for the potential of erroneous glucose results. In addition, the signal loss alarm would not function properly, even though it would appear as enabled. This issue was addressed in the field by adc fa1032-2023. This issue does not affect users in the united states. There was no report of death or permanent injury associated with this event.